Event description:
It was reported that the patient's right atrial (ra) lead exhibited high capture threshold. Chest x-ray confirmed that the ra lead was pulled back. The device was programmed to high output, and the ra lead was subsequently explanted and replaced. No patient consequences were reported.